Event description:
It was reported that a lead integrity alert (lia) was triggered due to noise, a number of short interval counts (sic), and high pacing impedance on the right ventricular (rv) lead. A possible fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter greater than 30 in 3 days and rv lead impedance variation in last 60 days. Rv pacing impedance rose to 2242 ohms up from a trend in the 500-600 ohm range. V sensing integrity counts up to 161; vt-ns episodes with evidence of lead noise oversensing. Concomitant products: 5076-52 lead, implanted: (B)(6) 2005. (B)(4).